Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned..

Event description:
It was reported that the customer was attempting to change the cartridge but was unable to due to a message that was received. Troubleshooting with tandem technical support was performed. Customer was able to load the cartridge successfully during troubleshooting. There was no impact to customer's blood glucose level.